Event description:
Per medwatch filed by end-user, "bovie pencil started smoking after it was used on pt. Pencil was not smoking during use. Pencil was taken off field and replaced with new pencil". Conmed pencil was part of cardinal health acdf custom pack. There are no injuries reported, and the only action taken was to replace the pencil with a new one.

Manufacturer narrative:
Conmed electrosurgery contacted cardinal health in effort to obtain more info regarding the event and obtain the suspect device for eval. Cardinal health advised conmed electrosurgery to contact the initial rptr. Several attempts were made to contact the initial rptr (at the hospital) for add'l info and seek availability of the suspect device. The initial rptr has not replied to our attempts to make contact. No further info is available regarding the event. The suspect device was not returned to conmed electrosurgery for eval. We will continue our investigation with what data we have from the medwatch report. Our investigation findings will be forwarded to the FDA once they are complete.